Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the o2 hose was not compatible with the wall network connection. It was reported that the event occurred during clinical use. There was no patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 07aug19, date of report : 08aug19. Repair information was confirmed. There was no patient involvement. The manufacture's field service engineer (fse) performed remote troubleshooting. The hospital maintenance service replaced the inlet connector to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.